Event description:
According to the information received, a customer reported a catheter was half the usual length and had a diagonally cut end.

Manufacturer narrative:
According to the reported complaint, a catheter was half the usual length and had a diagonally cut end. Two unopened pouches were received for evaluation. Examination of the returned product indicated that one catheter had been cut off into both pouches. As both pouches were received not opened, this confirmed the customer did not use the product. Review of the lot history revealed no abnormalities noted during the production of this lot. The complaint history shows no further complaints of this lot number were recorded to date. Therefore, it is concluded that this is an isolated event.